Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. The UDI for the device is not available since the device lot/serial number is unavailable. The gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma.

Event description:
The gore product specialist reported the following from a medical conference: it was reported that a (B)(6) year old patient presented with on and off chest pain and shortness of breath. Computed tomography imaging indicated the existence of a dissection/imh. The patient was followed for 2 weeks until it was decided to treat the disease. The patient was implanted with a ctag with active control device to cover the primary entry tear. Follow up treatment on the patient revealed a tear near the distal end of the stent graft. The patient had a second stent implanted to cover the distal tear and tolerated the procedure.